Event description:
Premature battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed an eri (elective replacement indicators) condition. High current drain was noted and found to be the cause of the reported early battery depletion. Continuing analysis found that the current drain was flowing into an integrated circuit. However, after that integrated circuit was removed from the device for further analysis, the high current drain no longer existed. Therefore, a root cause for the high current drain cannot be determined. Other : premature battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device was out of specification in a manner that relates to event. Premature eri (elective replacement indicator).